Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported from the "retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents" that following a biliary stenting treatment procedure stent occlusion occurred. The target lesion was a malignant stricture in the distal portion of the common bile duct (cbd). The pt had a 10x40mm wallstent rx biliary stent implanted to treat the target lesion. At an unspecified time later, the pt experienced "stent misplacement and recurrent obstructive symptoms". The "metal stent was seen protruding to the opposite duodenal wall. The stent appeared to be occluded." Eleven months following implant, the stent was removed with the aid of forceps, argon plasma and an unspecified size of cre balloon. A 10x60 non-bsc stent was implanted. The event was "resolved with stent removal and replacement.